Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformance's associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump continued to pump air after the bag was empty. They also stated that when this occurred on the patient that they stopped be pump before the air actually reached the patient. The initial reporter also stated that they had no further information than what they originally provided. [(B)(4)].

Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation, the device operated as expected. Mmdg could not find any indication that the complaint occurred as reported. A DHR review was completed and found no non-conformances associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump continued to pump air after the bag was empty. They also stated that when this occurred on the patient that they stopped be pump before the air actually reached the patient. The initial reporter also stated that they had no further information than what they originally provided. (B)(4).